Event description:
It was reported to philips that the device fails the functional test (no shock delivered). There was no patient involvement. The field service engineer (fse) evaluated the device and confirmed the issue. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.

Manufacturer narrative:
Reporting institution name: (B)(6).